Event description:
It was reported that the hospital acquired pneumonia was not related to the vns implant surgery or to vns stimulation. No additional or relevant information has been received to date.

Event description:
It was reported that the hospital acquired pneumonia was not related to the clinical study therapy.

Event description:
It was reported during a clinical study that the patient developed hospital acquired pneumonia. The patient had recovered however it was unclear if the physician believed the pneumonia was related to the vns device or vns therapy.